Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient has failed right kinemax baseplate. The surgeon explanted the femur, tibia and poly due to failure of the tibial baseplate and osteolysis. It was noted that the tibial baseplate locking mechanism broke on the posterior lateral side. Surgeon revised to triathlon ts.

Manufacturer narrative:
An event regarding a baseplate fracture involving a kinematic modular baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. (B)(4) was issued on 21-dec-2015 for the creation of risk documentation. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient has failed right kinemax baseplate. The surgeon explanted the femur, tibia and poly due to failure of the tibial baseplate and osteolysis. It was noted that the tibial baseplate locking mechanism broke on the posterior lateral side. Surgeon revised to triathlon ts.